Event description:
Patient was being sedated for chest tube placement. Capnography would not register despite troubleshooting efforts. No capnography reading was ever obtained during sedation. Patient did require assistance with ventilations via bag valve mask resuscitator (bvm).